Event description:
Reporter indicated a vns pt was experiencing an increase in seizures. The pt's seizure activity level prior to being implanted with the vns is unk. Good faith attempts to obtain additional info have been unsuccessful to date.